Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No unexpected pump error 37, 38, or 130 alarms, insulin flow blocked alarms, displacement anomalies, or drive/motor anomaly noted. Device was received with scratched case, pillowing keypad overlay, minor scratched lcd window, case cracked behind the pump near the battery compartment and missing display window cover. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor anomaly. The customer¿s blood glucose was unknown. The device will not be returned for analysis.